Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 cfr part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that during the initial implantation surgery, specifically when the lead was being placed on the vagus nerve, the physician commented that he believed he had damaged the lead and required a new lead. The lead was provided and the case was completed without further incident. The damaged lead is being returned to the manufacturer for product analysis. A review of device history records showed that the lead passed quality control inspection and was sterilized prior to distribution. The suspect device has not been received to date. No additional relevant information has been received to date.

Manufacturer narrative:
H3 - code 02: device is currently undergoing product analysis.

Event description:
The suspect device has been received and is undergoing product analysis.

Event description:
It was further reported that the surgeon had inadvertently cut the lead's insulation during surgery.

Event description:
Product analysis was approved for the suspect device. One portion of the lead assembly was returned for analysis. The returned portion of the lead (436mm) did not have setscrew marks observed on the connector pin. Canted spring scratches were observed on the connector ring surface. No abrasions were observed on the connector boot or tubing. Dried body fluids were observed on the lead connector and helices in some areas. The coils were noted to be kinked, most likely occurring during the manipulation of the lead during the implant/explant process. The anchor helical showed no obvious anomalies. Both the green and white ribbon were noted to be creased. There is notably a cut on the green inner tube - the coil is disturbed at this location in the electrode array area. Continuity check was made from the ring to the white ribbon, no open circuit condition identified (153.6 ohms). Continuity check was made from the pin to the green ribbon, no open circuit condition identified (159.4 ohms). Pa worksheet reviewed and reflected report above. Pa figures reviewed and reflected report above. The allegation of ¿mechanical problem, abraded insulation¿ was not confirmed. During the visual analysis, neither the connector boot nor lead body tubing showed signs of abrasions. However, a cut on the green inner tube was observed in electrode array area, and the green coil was disturbed at this location. The cut most likely occurred during the implant/explant process. Continuity checks of the returned lead assembly were performed during the functional analysis, and no discontinuities were identified. Other than the cut on green inner tube, and disturbed coil, the condition of the returned lead assembly is consistent with conditions that typically exist following an implant/explant procedure. The cut noted in product analysis is in alignment with the report that the surgeon inadvertently cut the lead.